Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, an opening crease sharp assessed as a fold flaw opening with non-penetrating nicks around the opening. Additional observations: crease fold observed in the surface. White particles observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right rupture. The device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right rupture. The device has been explanted and replaced.